Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.

Event description:
It was reported that the patient with diabetes called in to report that he had 4 infusion sets that he had to change all in the same day due to multiple line blocked alarms. Patient states that he did also change one cassette to resolve issue. Patient states that all infusion sets were either bent or crimped at the end when he removed them. There was patient involvement, and no reported patient injury.